Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code surgical intervention and medical device removal.

Event description:
Medical records received. After review of medical records, the patient was revised to address metallosis. Operative findings include moderate amount of metallosis debris with minimal trunnion wear. The stem was retained and asr xl components were explanted. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(6) 2017: attorney letter received indicating the preservation of the depuy device that is scheduled to be explanted on (B)(6) 2017. There is no reported adverse event at this time. Update (B)(4) 2017: patient was revised to address pain and metallosis. Added complainant information. Oct 17, 2017: litigation record received. Litigation also alleges discomfort and elevated metal ions. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
Sep 26, 2017: attorney letter received indicating the preservation of the depuy device that is scheduled to be explanted on (B)(6), 2017. There is no reported adverse event at this time. Update oct 5, 17 & 24, 2017: patient was revised to address pain and metallosis. Added complainant information. Oct 17, 2017: litigation record received. Litigation also alleges discomfort and elevated metal ions. This complaint was updated on: oct 24, 2017. Update nov 13, 2017: ppd received. There is no new information. This complaint was updated on nov 20, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.